Manufacturer narrative:
It was reported prior to explanation the patient experienced extrusion of the receiver-stimulator. This report is filed on may 06, 2019.

Manufacturer narrative:
This report is submitted on march 29, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a seroma at the implant site subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.